Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Programmer, model: 8835, serial# (B)(4). Catheter, 8709, serial# (B)(4), implanted: (B)(6) 2006, explanted: unk. (B)(4).

Event description:
It was reported that patient had a refill on (B)(6) 2012, when changes were done to the pump/dosage. As of the date of this report the ptm (personal therapy manager) was not uploading; it was indicated that the pump never got updated and the old information was still on there. Drugs delivered via the device were fentanyl, clonidine, and baclofen. It was later reported that the patient was later seen by the healthcare provider (hcp) on (B)(6) 2012. She was not experiencing any complications or issues from the event. The pump was updated and the ptm was then synched over her pump without any problems, the ptm then read the correct date and refill date as well as the correct medication/bolus information. The patient and physician were both content with the outcome of this and there were no further actions to be taken at this time.